Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2017. It was reported the patient¿s weight was (B)(6) pounds. It was unknown if the lead was going to be returned to manufacturer. The surgeon did not find an issue with the lead during the replacement, but decided to put a new one in just to be safe. Since the revision, the patient was doing well and has had a better outcome. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-10-24, information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was discussed that the patient should see the health care provider to have the device checked and possibly reprogrammed to better address her pain. The patient¿s managing physician referred her to another physician to see about moving the lead. The patient had a major flare up of sciatic pain which started about 3-4 months prior to the report. The patient¿s medical history includes a lumbar fusion in 2006 at l4 and l5 which damaged the nerve. In 2008 she had a fusion at l3 and l4 and another at l2 and l3. The patient also had a cervical fusion, but it wasn¿t related to the nerve. On 2016-11-02, additional information was received from the health care professional (hcp) reporting that the issue had not been brought to the hcps attentions and the resolution and actions were pending. On 2017-03-31, additional information was received from the manufacturing representative reporting that the patient had their percutaneous leads removed and a surgical lead placed on (B)(6) 2017, but they were not sure why this was done as they were not working on the patient's case at that time. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-may-16. The patient reported that they had surgery because their leads fell out. They were in a lot of pain every day but when the leads feel out of place, it got worse. The patient was falling a lot around that time for a while. Initially the patient¿s healthcare professional (hcp) told them that the fall should not affect the leads. Later, the hcp told them that the falls might have affected their leads because the leads are like needles and not as secure. The patient had surgery to correct the leads that fell out. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.